Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. Reportedly, the customer needed to press the button extremely hard, or plug the pump into a power source to turn on. The customer's blood glucose level was 292 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.